Manufacturer narrative:
(B)(6). Follow up for device evaluation. It was reported the needle came apart from hub. To aid in the investigation, seventy-nine samples in sealed packaging blisters and one photo was received for evaluation by our quality team. A visual inspection was performed on the physical samples, and no defects or imperfections were observed. The epoxy applied to the needle-needle hub joint was acceptable. Twenty samples were randomly selected for a needle pull force test. The results were within specification. The photo shows a needle assembly with no packaging and the plastic shield removed. The needle has epoxy, but the needle is separated from the needle hub. No other information could be obtained from the photo. A device history record review was completed for provided material number 305128, lot 1335520. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed but could not be reproduced or observed in the representative samples returned.

Event description:
Material#: 305128. Batch#: 1335520. It was reported by customer that the needle came apart from hub where it is normally glued in place. Verbatim: please see product complaint from below, please report at once. Any known issues with the lot number below? Internal documentation: (B)(4). Date of event 3/4/2025. Site: (B)(6). Department: urgent care. No harm to patient. Description: needle came apart from hub where it is normally glued in place. Leader notified (B)(6) to determine what to do with box. Box removed from inventory.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.